Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut vitreous body during a procedure. The product was exchanged and the procedure was completed with no patient harm reported. Additional information has been requested. Sample in transit to investigation site.

Manufacturer narrative:
Additional information: a review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was three other complaint for the reported issue. One complaint sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The cutter becomes stuck at approximately 20% up the port and does not close completely. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The inner cutter was able to be pulled out of the coupling. The complaint evaluation does confirm the probe had a problem with actuation and cutting, which can be attributed to the customer¿s reported event. The cause of the nonconforming actuation and cutting can be attributed to the separation of components within the probe. It appears that after approximately 10 -15 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and being implemented to lower the frequency of events of this nature. (B)(4).